Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4).

Event description:
It was reported that the device did not fuse. The patient's symptoms (neck/right arm pain) returned three weeks following implantation at c4-5, and the implant was removed 1 year after initial acdf. Another device was then implanted at c4-5 with another plate.